Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported left side "has noted hardness of breast, feels itching, skin is rough/harsh in this breast and feels a weird thing inside breast. As it is a tingling." Healthcare professional later reported "small thin layer of liquid peri-implant collection" and diagnosis of "contracture," baker grade unknown. The device has been explanted.